Event description:
It was reported that during service the device was found to have leaking batteries. There were no adverse consequences reported.

Manufacturer narrative:
The device was received at the manufacturer for eval. At this time, a battery leaking condition was discovered.